Event description:
A homecare pt was being fed using a pump. 240 ml of an enteral feeding solution were hung, and the pump was set to deliver 30 ml/hr. 240 ml were delivered over 3 hrs. The rptr stated the bellows collapsed. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the event date given above is approximate. The rptr stated this problem had occurred over the last 2 months.